Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found the haptic torn and clear residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that before the surgeon was able to implant a 12.6mm vticmo12.6 implantable collamer lens into the patient's right eye (od), the lens tore. This occurred on (B)(6) 2017. Reportedly, the lens did not touch the patient's eye. On (B)(6) 2017, the surgeon then implanted a back-up lens of the same size. The problem was resolved.